Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: arch clin med case rep 2019; 3 (5): 368-371; doi: 10.26502/acmcr.96550106. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe there was any deficiency with the ethicon products (mersilene suture) used in this procedure? Was the case of the (B)(6) year old male discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. (B)(4).

Event description:
It was reported in a journal article with title: an unusual cause of thoracic pain in a child. This is a case report concerning a (B)(6) year old male patient complained of lancinating pain at the right hemi thorax. The patient underwent a thoracoscopy. All liver segments appeared to be in the thorax. During the procedure, the rupture of the diaphragm seemed too small to reposition all liver segments to the abdomen, so there they switched to thoracotomy. The diaphragm was closed with mersilene sutures (ethicon). Reported complication included systemic inflammatory response syndrome (sirs), which was treated with diuretics. Six days after surgery the patient left the hospital and started with revalidation therapy. In conclusion, it is important to note for a detailed medical history in children with intermittent or postprandial pain or mild dyspnea together with thoracic pain to find the right diagnosis. Physicians must be aware of the possibility of diaphragmatic rupture after penetrating or blunt trauma, even when trauma happened a long time ago. Treatment is surgical with reposition of the abdominal organs beneath the diaphragm.